Event description:
It was reported the patient's implantable neurostimulator (ins) and lead were explanted and replaced because the patient experienced a loss of effect. It was also reported that all of the impedances were greater than 4,000 ohms. There were no patient symptoms or injuries related to this event. It was reported the patient recovered with no injury or adverse event. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v753536, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v753536, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy173191h ) showed no anomaly found. Final analysis of lead model 3889-28 showed lead body conductor broken at or near tines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins implanted in 2011 did not seem effective and that they did not ¿feel the electricity¿. A new ins system was already implanted in 2013. There were no further complications reported or anticipated.